Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were experiencing a change in efficacy. They went to the clinic for a device check up. They reported that they had not had the programmer for several years. They reported that they were having frequent urination and were changing pads 4 times at night and wearing diapers with plastic pants on top. They've had this level of urinary incontinence for the past several years. They did not feel sensation. On (B)(6) 2022 the device was interrogated and found to be off, so it was turned back on and left on program 1. The device was also reprogrammed. The device was also reprogrammed on (B)(6) 2022 where it was turned up to 2.5 on program 1. It was reprogrammed again on 2022-nov-09 it was reprogrammed to program a at 3.5. On (B)(6) 2023 the device was reprogrammed to program 7 at 1.9. On (B)(6) 2023 it was reprogrammed to 4.1 still on program 7 and medication was given. On (B)(6) 2023 they were reprogrammed to program 5 at 3.7. On (B)(6) 2024 the device was not responsive and they changed medications. On (B)(6) 2024 the device was explanted. It was probably that the event was related to the device or therapy. The issue was not resolved.

Event description:
Additional information was received. It was reported that the device was found to be off because it was never turned back on after an MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.